Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that the pump history was missing and indicated a data log corruption. There was no reported impact to the customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4). The failure investigation has been completed and a data alert 04 was verified in the pump logs prior to the pump shipment date. No failure was identified. This alarm is an expected function of the device during the production and assembly phase prior to the devices manufacturing data.